Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for oversensing of noise. The patient subsequently went to the hospital where therapy was programmed off for this system. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.